Event description:
The dental implant fx4510swc was removed on (B)(4) 2017 due to failure to osseointegrate 10 months and 28 days after implantation. The doctor noted local infection during the surgery. The patient has no significant medical history. The patient has recovered without complications.